Event description:
On 04may2024, the abiomed complaints team received a literature study entitled 'utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease" monitored 48 patients over two years who were implanted with a mechanical circulatory device. During the support period an unspecified number of patients on impella rp support expired from conditions including cardiogenic shock, stroke, and multiple organ failure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿ citation: alraies, m. C. (2019). Utilization of axillary artery as access for mechanical circulatory support in cardiogenic shock patients with severe occlusive peripheral arterial disease. 2019 scientific sessions. Https://scai.confex.com/scai/2019/webprogram/paper3220.html a.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. E.1 name prefix/title, first name and last name are unknown. H.4 device manufacture date is unknown.

Manufacturer narrative:
The investigation for the reported stroke, cardiogenic shock, multiorgan failure, and death has been completed. The impella device was not returned for evaluation. Additionally, clinical details were insufficient to determine root cause. Therefore, the root cause of the issues could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in section: potential adverse events (united states). B2-selected death h6 clinical code corrected from 4580 to 3261. F6 and f8 should have been blank.